Manufacturer narrative:
Concomitant medical products: cemented finned tib. Tra sz 3f/3t (cat# 200-04-33 / (B)(4)), logic cr femoral cem, right, sz 3 (cat# 02-010-03-0330 / (B)(4)), three peg patella 32mm (cat# 200-02-32 / (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5.5 yrs postop the initial l tka this (B)(6) female patient was scheduled for a revision due to increase wear. During surgery we noticed that the insert was moving within the tibial tray. The poly was removed and a new size 4 / 9mm neutral was inserted and still had the same issue the poly appeared not to be locking into the tibial tray. Patient was last known to be in stable condition following the event. Devices are expected to be returned for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt section d1: brand name section d4: model number, catalog number, unique identifier (UDI) #.

Manufacturer narrative:
(H3) the revision reported was likely the result of third body wear, instability, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear. The reported movement of the in-situ tibial insert in the tibial tray may have been the result of the worn locking mushroom and tibial insert subsidence in the tibial tray. The reported intra-operative seating difficulty may have been the result of incomplete/off-axis insertion of the tibial insert into the tibial tray, which may have allowed motion of the tibial insert in the tibial tray. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Section d1: brand name. Section d4: model number, catalog number, unique identifier (UDI) #. Section d10: concomitant medical products. Section d10: concomitant medical products logic tib insert impl cr slope+, sz 4, 9mm (cat# 02-012-48-4009 / serial# (B)(6)). Optetrak tibial tray cem sz 4f / 4t (cat# 200-04-44 / serial# (B)(6)). Femoral component cr, cemented size 4 (cat# 02-010-04-0340 / serial# (B)(6)). Optetrak 3 peg patella cem, 38mm (cat# 200-02-38 / serial# (B)(6)).

Event description:
The patient experienced pain and impaired movement, and also underwent a bone graft during the revision surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6 component code. The following sections were corrected: h6 findings (4243 and 3211 removed), conclusions.